Event description:
The patient reported that her blood glucose reached 25 mmol/l (450 mg/dl) less than a day after the pod was activated. She was hospitalized for five days and treated with an infusion of nacl and insulin. The diabetic nurse thinks its a failure of the device, which was lost at the hospital.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported, therefore, no qualification records could be reviewed.